Event description:
It was reported that the right atrium (ra) lead upon interrogation showed an atrial lead warning for unipolar impedance higher than bipolar and impedance out of range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.